Manufacturer narrative:
The manufacturer previously reported that a ventilator inoperative condition was reported on a bipap a40 pro device. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no serious patient harm or injury that occurred or was reported. The device was returned to the manufacturer for evaluation. During the evaluation of the bipap a40 pro, the technician identified the device's main pca as the cause of the ventilator inoperative condition. Additionally, the event log was reviewed and there was an e-228 error code, identifying a high internal o2 condition. No repair was performed. The device was scrapped by the service center after the evaluation was completed. It was noted by the service technician that the device's main pca was causing the e-228 error code, identifying a high internal o2 condition. There was no indication of a ventilator inoperative condition identified in the repair evaluation. This event is not reportable.

Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID (B)(4) and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a ventilator inoperative condition was reported on a bipap a40 pro device. This issue has been identified under the fsn (B)(4) due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no serious patient harm or injury that occurred or was reported. The device was returned to the manufacturer for evaluation. During the evaluation of the bipap a40 pro, the technician identified the device's main pca as the cause of the ventilator inoperative condition. Additionally, the event log was reviewed and there was an e-228 error code, identifying a high internal o2 condition. No repair was performed. The device was scrapped by the service center after the evaluation was completed.